Manufacturer narrative:
(B)(4).

Event description:
The allegation could not be determined. However, an app launch with no prior kill swipe, crash file, sql error, or device battery depletion was noted on 2/12/2024. The probable cause could not be determined.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information